Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4) e1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per a report received from italy, edwards lifesciences received notification of a procedure involving a 52 mm evoque valve implanted in the tricuspid position. Four days post-procedure, atrial fibrillation with a ventricular escape rhythm of 50 bpm was detected, and the patient was admitted to the ICU for monitoring. Episodes of bradycardia as low as 30 bpm were reported, and treatment with isoprenaline was initiated. A leadless pacemaker was implanted six days after the procedure. The event outcome was reported as recovered.